Manufacturer narrative:
A ge service representative performed an over the phone evaluation. The system was restarted and the customer confirmed that the system was working as intended and put back in service.

Event description:
The customer reported that the system could not pass the self check at start up. No patient injury reported.